Event description:
Caller reported the customer had passed away 2 years ago due to issues with the pump. The last bg recorded in meter or pump 800+. Caller stated that the customer had just started on pump about 2 weeks earlier, thought he had the flu and started throwing up. Cause of death was dka. Customer was wearing the pump at the time of passing. Caller does not have the pump to return.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.